Event description:
Patient arrived to outpatient infusion center for cadd pump refill of antibiotic. The patient believed the medication dose finished but when pump was opened to remove the bag, the majority of medication was still in the bag. Cadd pump indicated that the medication had infused. Upon further inspection, found that the pump cartridge tubing (tubing for cadd pump) was kinked at underside of pump. Another pump was given to the patient and sent the questionable pump to clinical engineering.====================== health professional's impression======================unknown to clinical engineering and nurse.